Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. A microscopic examination was performed and a balloon pinhole was found. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. The pinhole failure is likely due to factors encountered during the procedure, such as the interaction with the scope or any other surface during the procedure that could have created friction, resulting in a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used near the bifurcation of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon would not inflate and was leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.